Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient did present with mesh erosion, and the exposed mesh was removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.